Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024 it was reported that the patient experienced a skin reaction which occurred 11 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness at the needle puncture site. The skin around the insertion site was hard and hot to touch. The parent applied black salve ointment and redmond clay to the reaction site. On (B)(6) 2024, the parent consulted a physician over the phone due to the patient felt feverish and the redness extended down his arm. The hcp prescribed an oral antibiotic medication (cefalexin of 500 mg, four times per day for 10 days). At the time of contact, it was indicated that the patient was stable. The patient was in good condition at the time of report. No additional event or patient information is available.